Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler instrument to perform failure analysis. The sureform 60 stapler instrument was found to have a misaligned roll gear, with the roll gear tooth out of alignment with the idler gear. As a result, the main tube could be rotated past its hard stop, likely leading to the engagement failures observed. Additionally, mechanical engagement failures were identified during both log review and in-house testing. Logs from the reported procedure confirmed six engagement failures corresponding with this instrument¿s field installs. During in-house testing, instrument inputs failed to engage with the sterile adapter on all three attempts, preventing the instrument from proceeding further. The complaint was confirmed by failure analysis. The probable root cause is attributed to increased friction along the roll axis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the sureform 60 instrument stopped functioning after the installation of a fourth sureform 60 stapler reload. Position in reverse in the abdomen. The sureform 60 instrument was removed, then the universal surgical manipulator (usm) was reset via the trocar button. The sureform 60 instrument was longer recognized. A message was displayed not engaged, while the other staplers functioned correctly and were recognized. The customer completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was moving in an undesired direction. The desired direction was right, but it was moving to the left.